Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 150 mg/dl at the time of the call. The customer was given juice to treat. The customer experienced symptoms such as sweating, belligerence, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer had sensor glucose versus blood glucose issues the previous night and ended up treating off the sensor reading for a high that they did not have. The insulin pump will not be returned for analysis.